Event description:
It was reported, episodes of noise resulting in oversensing, inappropriate mode switching and a high capture threshold was observed on the right atrial (ra) lead. Provocative testing was performed and the events were unable to be reproduced. No intervention has been performed at this time. The patient was stable and will continue being monitored.